Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first prostyle device broke when it was pulled. A new prostyle was attempted but a cuff miss occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was achieved with pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.